Manufacturer narrative:
Independent laboratory results are available as well as the device evaluation, device return date, and device manufacture date. This supplemental report is being submitted to provide this information. Please see the updates in sections: an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016, with a number of revivable microorganisms less than 1 cfu/endoscope. The returned device has been evaluated. Observations for the device are as follows: light guide rod lens has a chip; distal end rubber coating (a-rubber)is separated; bending section metal braid has unraveled wire; connecting tube has a wrinkle; air/water cylinder and suction cylinder have a scratch; plug unit has a dent; and charge couple device (ccd) has a peel off evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold at the action level for air/water channel in the second test, at which point the customer sent in the device for evaluation and repair. The customer performed the test two times. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022: for air/water channel the results were as follows: revivable microorganisms: greater than 80 cfu/endoscope (volume filtered 100 ml) revivable microorganisms: greater than 28 cfu/100 ml (volume filtered 100 ml) presence of stenotrophomonas maltophilia: greater than 80. The test results in total were not satisfactory. Conclusion: with the presence of indicator microorganisms, the results are non-conforming and correspond to the level of action as established by the french regulation of july 4, 2016. Test /interpretation: the microbiological quality of the device is not satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. Test results of (B)(6) 2022: for all channels the results were as follows: revivable microorganisms: greater than 80 cfu/endoscope (volume filtered 180 ml). Revivable microorganisms: greater than 45 cfu/100 ml (volume filtered 180 ml). Presence of non-targeted coagulase negative staphylococci: greater than 80. The results for the auxiliary channel and operational channel were satisfactory. The test results in total were not satisfactory. Conclusion: with the presence of revivable microorganisms greater than 25, the results are non-conforming and correspond to the level of action as established by the french regulation of july 4, 2016. Test /interpretation: the microbiological quality of the device is not satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Device return date is not available. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, and suction channel. Detergent used is anioxyme x 3. During manual cleaning detergent used is anioxyme x 3. Disinfection is not performed. Brushing is performed for the instrument/suction channel, suction cylinder, and instrument channel port. Model number of the brushes used is nova clean cj-kedb-230-06, lot 20220302214vcbk. Automatic endoscopy reprocessor (aer) device is etd4. Detergent used with it is olympus endodet, 3056670, and disinfectant used is olympus endodis, 3002890. The device is stored in an olympus edc system endoscope drying cabinet. Maintenance of the device is by olympus. The endoscope was sterilized.